Event description:
Per the clinic, the patient experienced skin breakdown and infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.